Event description:
It was reported that there was high impedance, non-capture, unacceptable thresholds, and an apparent lead fracture. The lead was capped, and replaced with a lead of the same type. No patient complications were reported as a result of this event

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted.